Event description:
I use a dexcom g7 cgm to monitor and control my blood sugars. In 2 days I have had 2 different sensors fail and leak blood around the sensor wire where it pierces the skin, and the leakage requires sensor replacement to stop the bleeding. When I call dexcom they said I have exceeded my goodwill replacement for sensors and is true because this is now the 6th sensor failure in under a year. There is obviously a quality issue with the sensor, but all I am being told is to reach out to the pharmacy who dispensed the sensors to me for replacement. They didn't make the sensor, dexcom did, and it appears to me to be a known issue as I have spoken to others who have had this same issue. All I expect is to place their sensor on myself, do any offset as needed for sensor hysteresis, and it then work for its life of 10 days, but if lucky I am getting a day of life before an issue manifests. One of these times the sensor will fail and I will go into low blood sugar and its risks to me and my life, but dexcom is not interested in talking on how to resolve this issue. Patient code: 4582. Device code: 1250, 2588. Reference report: mw5174135.